Event description:
.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged the customer obtained the results of 138 mg/dl and 340 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that the customer had eaten about 40 minutes prior to obtaining the results. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.